Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision surgery due to discomfort at the battery site. The physician moved the pocket from the left side to the right side. The patient is reportedly doing well.